Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that he clear insulatin became damaged after 45 minutes of use. There was no injury to the patient.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 05/25/2016. Date of follow-up report: 07/13/2016. One used lf5544 ligasure device was received, and sample evaluation confirmed the reported issue. Visual inspection found the clear insulation close to the jaws was damaged, causing it to fail hipot testing. Review of the device history records found no potentially contributing entries, and no trend is associated with this issue. The investigation identified the root cause of the issue to be user error, where the insulation was likely damaged with rough use or improper handling through a trocar. The IFU included with this product states: to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which can compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.